Event description:
I felt uncomfortable- vaginal [vulvovaginal discomfort]. Malfunction hazard/cord; detached, unraveled, coming apart, tampon thread flaky [device breakage]. Case narrative: consumer reported via phone that the tampon thread was flaky. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
Product investigation is in progress.

Event description:
I felt uncomfortable- vaginal [vulvovaginal discomfort]. Malfunction hazard/cord; detached, unraveled, coming apart, tampon thread flaky [device breakage]. Case narrative: consumer reported via phone that the tampon thread was flaky. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
I felt uncomfortable- vaginal [vulvovaginal discomfort malfunction hazard/cord; detached, unraveled, coming apart, tampon thread flaky device breakage. Case narrative: consumer reported via phone that the tampon thread was flaky. No serious injury reported.